Event description:
Medtronic received a report that during the operation, it was found that the tip end was kinked and broken, and a new echelon was later replaced for surgery. The patient was fine, there were no symptoms. The reported device and any accessory devices were prepared as indicated in the IFU and the catheter was flushed as indicated in the IFU. The patient was being treated for aneurysm treatment with coil embolization. Vessel tortuosity was minimal. Access vessel was the fe moral artery with 5.9mm diameter. Additional information was received that the cause of the catheter damage was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the distal tip and marker band were found kinked and crushed. The catheter tip appears to have been shaped with shaping damage observed. The tip was found kinked. The catheter wall was found thinning proximal to the distal marker band. An in-house mandrel was inserted into the echelon-10 micro catheter hub, through the catheter and became stuck at the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the echelon was kinked and bent.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.